Event description:
It was reported that externalized conductors were observed. During a routine evaluation, noise was observed. The lead was capped and replaced. Patient was in stable condition.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.3cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.